Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube was replaced. The replacement trach would not inflate & water was spilling from the cuff when it was noticed that the pilot line had a hole in it. This was replaced with an extra custom 4.5 57mm trach on hand. Patient was to be discharged on (B)(6), friday, but had to stay the weekend in the hospital due to this event. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One unknown device of unknown part number was evaluated for the complaint that the device has significant discoloration and wire structure appear to be discolored and rusting. The state of discoloration of the device clearly indicated use of the device outside of its intended lifespan (29 days per 10018908-001 section 2.0). The device was reported as custom tracheostomy device, and all custom devices are leak tested twice. Therefore, the leak would have been caught prior to leaving the manufacturing facility. Based on the information discussed above, the defect is observed but cannot be attributed to the manufacturing process.